Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh in keil, germany suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
A one inch long section of drill broke off and remained in the pt's leg. There were no addl adverse consequences reported.